Event description:
It was reported that an angio-seal was used to seal the right femoral arteriotomy site post interventional radiology procedure. Difficulties were encountered during deployment and reportedly the sheath was pulled prematurely. The patient developed a right groin hematoma which extended into the scrotal area. The patient underwent an emergent procedure for repair. The patient developed muscular skeletal impairment.